Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had hematoma. The physician removed blood from the device pocket after replacing generator. Patient is scheduled for debris cleaning, up to date device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.